Event description:
The event is reported as: the circuit disconnected at the connection of the tygon tubing to the temperature probe connector near the pt end. This resulted in gas to the pt leaking before the cannula connection. This lack of oxygen to the pt set off the oximeter alarm allowing the rt to respond quickly. No pt injury reported.

Manufacturer narrative:
Product has not yet been received by manufacturer for eval, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.